Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2020 indicates the patient received an additional left total knee revision due to pain and infection. Irrigation and debridement of the abscess, insert revision and wound vacuum placement. Upon entering the joint, purulent hematoma fluid was encountered as well as a pocket of purulence ¿ this was also debrided and washed out. The insert was exchanged, and antibiotic beads were placed. The wound was partially closed, and a wound vac was placed. The surgery was completed without indication of complication by the surgeon. IV antibiotics, pt, ot and plan for additional wash outs are indicated as treatment going forward. Doi: (B)(6) 2020; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.